Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 1218950-2024-000860 for further information regarding this complaint.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was a speaker failure. It is unknown if the device was able to produce sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.